Event description:
The initial reporter complained of questionable inr results for multiple patients when comparing the results between a coaguchek xs meter, a coaguchek xs plus meter, an I-stat analyzer, and the stago neoplastin laboratory method. From the data provided from 30 patients, 3 had reportable malfunctions. The coaguchek xs meter serial number was (B)(4) and the coaguchek xs plus meter serial number was (B)(4). One patient had a reportable malfunction when comparing both the coaguchek xs meter and coaguchek xs plus meter to the laboratory method. One patient had a reportable malfunction when comparing the coaguchek xs meter to the I-stat. One patient had a reportable malfunction when comparing both the coaguchek xs meter and coaguchek xs plus meter to the I-stat. For patient 1, the result from the coaguchek xs meter was 2.3 inr and the result from coaguchek xs plus meter was 2.3 inr. The result from a blood sample that was collected 10 minutes after the meter result was 1.8 inr. For patient 2, the result from the coaguchek xs meter was 2.9 inr and the result from the I-stat was 2.2 inr. For patient 3, the result from the coaguchek xs meter was 2.4 inr and the result from coaguchek xs plus meter was 2.3 inr. The result from the I-stat was 1.7 inr. The results from the coaguchek xs meter are being reported. No results from the coaguchek xs plus meter have been reported. There was no allegation of an adverse event. The affected products have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.